Event description:
A customer contacted beckman coulter, inc. (Bec) concerning an elevated troponin (accutni) result, above the ami cutoff, generated by access 2 immunoassay system for one patient. The result was not reported out of the laboratory. Repeat testing produced a result within the normal reference range. There was no report of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
The sample was serum that was centrifuged for 10 minutes at 3380rpm and filtered prior to analysis. The customer stated the sample was full draw, and appeared good. Qc was within the established ranges prior to and after the erroneous results. A system check was performed on (B)(6) 2011 and met the specifications. Service was on site (B)(6) 2011 and performed a minor preventive maintenance. All verification testing met the specifications. No hardware findings were noted. No clear root cause could be determined for this event.